Event description:
The customer reported that the tip of the device broke off during a gastric bypass. The piece did not fall into the pt cavity. It is unk what piece of the device fell off during the procedure. Another device was used to complete the case and there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.